Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection of reflin (1 gram given via the night bag) for the event of peritonitis. At the time of this report the patient was not recovered from this peritonitis event, the fluid was not clear and treatment with reflin was ongoing. Dianeal therapy was ongoing. No additional information is available.